Event description:
It was reported that during a lap sigmoidectomy, an unexpected noise was heard during use. Although the device was re-assembled, the blade was broken off outside the patient when the device was tested. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade might have touched a clip.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.